Event description:
It was reported the pt had been experiencing rebound spasticity in spite of increasing doses of medication. The pt was taken to surgery where the hcp did a dye study that showed a fractured catheter. The pump was replaced routinely. The hcp had difficulty repositioning the catheter after the pump replacement. The pt returned to surgery 3 days later for a laminectomy to place the catheter intrathecally. The pt was reported to be doing fine.